Event description:
The device was received with no information and analyzed.

Manufacturer narrative:
Catheter: model: 8731, serial # (B)(4), implanted on: 2004 (B)(6), explanted on: unk. Final analysis of the pump revealed a high battery resistance. Drug delivered via the device per analysis findings baclofen.